Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratched screen, impairing view of the screen and clock runs fast. Customer¿s blood glucose level was unknown. Customer also reported that unexplained no delivery alarms, squirted insulin. Customer declined to 24 hour help line. The device will not be returned for analysis.